Event description:
Pt showed signs and symptoms od possible infection. Methicillin resistant staphylococcus aureus.

Event description:
Pt showed signs and symptoms of possible infection. Methicillin resistant staphylococcus aureus.

Event description:
Pt showed signs and symptoms of possible infection. Coag. Staph negative.

Event description:
Pt showed signs symptoms of possible infection. Staph aureus.

Event description:
Pt showed signs and symptoms of possible infection. Methicillin resistant staphylococcus aureus.